Manufacturer narrative:
The zoll console in complaint was returned to zoll 05/03/2016 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
It was reported that during a self-test of the device, the thermogard ivtm console displayed a tcm ID: 06 (ce post failure) error message. No patient involved during this event. No additional information was provided.

Manufacturer narrative:
Thermogard xp ivtm system s/n (B)(4) was returned to zoll for evaluation. Visual inspection showed that cover deck xp and pump lid is broken. Thermogard console is a reusable device and was manufactured on 05/21/2012. Therefore, this type of physical damages found during visual inspection is characteristic of normal wear and tear for the life of the device and not related to the reported complaint. The review of the event log showed eleven tcmid: 06 (cooling engine post failure) messages. The console failed functionally testing. Further investigation showed that the cooling engine (ce) and coldwell reservoir was defective. In summary, the reported complaint of thermogard displaying error message tcmid: 06 was confirmed during event log review and functional testing and was attributed to cooling engine and coldwell reservoir are defective. The customer declined and therefore the device was not repaired.